Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event was unable to be confirmed due to the unavailability of the patient's medical record, nor applicable imagery was provided. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "4 years and 3 months later, the valve was degenerated". Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. In this case, due to limited information, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in germany, approximately 4 years and 3 months post-successful transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve, the valve was degenerated. A valve-in-valve procedure was successfully performed, implanting a 23mm sapien 3 ultra resilia with +2ml inflation volume; mean gradients were 5 mmhg post-viv. The patient was stable after procedure.

Manufacturer narrative:
The investigation is ongoing.